Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. There was no adverse impact to the customer's blood glucose level. After removing the obstruction from the speaker holes and reloading the cartridge, the alarm cleared.